Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The firing stopped halfway.  All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.

Manufacturer narrative:
Correction: b5, h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was depressed multiple times and showed no hang ups or sluggishness. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang ups or sluggishness. When performing the clamp test on the a1 test fixture the unit displayed a yellow adapter swim lane. The unit was reconnected to the gen2 acc software and a new clamp test error appeared. Analysis of the data saved to the handle used in testing indicated that the adapter provided abnormal strain gauge readings. The strain gauge wires were examined and damage was noted to multiple wires. It was reported that there was partial firing and excessive load detected during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of uart communications errors and clamp test error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia45amt - egia45amt egia 45 artic med thick sulu, lot# unknown sigphandle - sig power sigphandle handle, lot# c22aah0208 sigpshell - sig power sigpshell control shell, lot# unknown egia su - unknown endo gia sulu, lot# unknown egia su - unknown endo gia sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire.  All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices and reload on a sponge; the same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway. Another reload was tested and had the same issue.

Manufacturer narrative:
D10 concomitant product: egia45amt - egia45amt egia 45 artic med thick sulu, lot# unknown sigphandle - sig power sigphandle handle, lot# c22aah0208 sigpshell - sig power sigpshell control shell, lot# unknown egia60amt, egia60amt egia 60 artic med thick sulu, lot #unknown additional information: b5, d10, g3, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.